Event description:
Information received from the field notes that when the patient was seen in the clinic, the device exhibited no output or telemetry and there was no magnet response. The patient reported using a shotgun, which left a large bruise over the pacemaker site. The patient was in his own sinus rhythm.